Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had high and low blood glucose. Customer's blood glucose was 248 mg/dl. The customer stated that she was experiencing dizziness and nausea. Customer was treated with a bolus using insulin pump. After the troubleshooting was done, customer was advised to change entire set, reservoir, and insulin and treat. The customer was advised that we would replaced the device and agreed to return the product for analysis. Customer was also advised that we would replaced infusion set. The customer declined to troubleshoot fo low blood glucose due to being tired.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.